Event description:
Device being used in a clinical study. The pt was admitted for repair of heart defects (atrial septal defect and atrioventricular canal) in 2007. A study catheter was placed in the pt's right femoral vein. A routine prophylactic antibiotic was given for the first 24 hours post-operatively. On the next day, the pt developed a fever and add'l antibiotics were started. Multiple cultures were done and were negative and antibiotics were discontinued on five days later. On two days later, the pt developed a fever. Antibiotics were restarted on two days later. On the same day, a blood culture obtained from a study catheter was negative and a blood culture obtained peripherally was positive. One day later, a blood culture obtained from the study, catheter was positive and the study catheter was removed on the same day. A culture of the catheter tip after removal was negative. Multiple cultures were done after study catheter removal and were negative. The pt remained on antibiotics until discharged from the hospital on sixteen days later.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. Records provided indicated the catheter tip was cultured at the time of removal and found negative. Therefore, at this time we are not able to say the device was the source of the difficulty encountered as no conclusive evidence was provided. We will, however, continue to monitor for similar occurrences.